Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system (device 1 of 2). During advancement of the stent through the obstructed area, resistance was encountered. Because the stent was difficult to advance into position, the introduction system buckled. Resistance in removing the guiding catheter of the introduction system from the stent was encountered. The stent was unable to be deployed. The stent and introduction system were withdrawn from the pt simultaneously. Another introduction system was used to complete the procedure. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse. A fusion oasis-one action stent introduction system was also used during this procedure (device 2 of 2). This product was used in the same manner as described above and the same observation was made. For suspect medical device info on device 2, see report number 1037905-2007-00070.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history records or conduct a sample test from these lots because the lot numbers were unable to be provided. After a review of the account order history, the lot numbers were unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. Information provided indicated the user experienced resistance when advancing the stents through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. Because resistance of this nature was experienced, it is possible the condition of the pt affected the performance of the devices. The info provided indicated the elevator of the endoscope was placed in a sharp angle during the procedure. Placing the elevator at a sharp angle could have contributed to the reported difficulty with the guiding catheter removal difficulties. Buckled areas in the introduction system can occur if excessive pressure is applied during removal of the guiding catheter. Info provided indicated the user experienced difficulty removing the guiding catheters. If excessive pressure was appled to the introduction systems, perhaps in response to removal difficulties, this may have caused the damage reported. Prior distribution, all oasis and fusion oasis - one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective actions: a corrective action has been initiated in a effort to reduce occurrences of guiding catheter removal difficulties. These devices were manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.